Manufacturer narrative:
Technician found the brake steer caster not locking completely. The technician adjusted the brake steer caster to resolve the issue.

Event description:
Account alleged that the brakes are not holding. No patient injury reported.